Event description:
It was reported that this device was explanted due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and tested at our post market quality assurance laboratory. No anomalies were found in the header or case, and all ports measured within specifications. All functional tests including defibrillation, sensing, and recording passed. No fault codes were noted in memory. The device was reprogrammed to nominal settings prior to testing, and it never triggered a replacement indicator while implanted. No device related issues were identified.

Event description:
It was reported that this device was explanted due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.